Event description:
It was reported that the patient presented post-implant for follow up. Upon review, the leadless pacemaker exhibited elevated capture threshold and decreased battery longevity and voltage. No intervention was performed. The patient condition was stable.

Event description:
New information received indicated that the device was re-checked in clinic a week after showing normal battery longevity and stable thresholds.